Manufacturer narrative:
Device was not implanted the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the device would not tamp down. There was minimal blood loss and the patient was not impacted. The procedure was successful. There were no other devices or equipment used with the reported product.